Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient had blood glucose (bg) values that reached over 400 mg/dl. The patient went to emergency room (ER) for treatment, as a result. For treatment, the patient was given 14 to 15 units of insulin. The pod was worn between 4 and 24 hours on the back. The patient had high ketones and the pod was discarded.